Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer felt dizzy and fell due to hypoglycemia. Customer's blood glucose was unknown. Customer stated that the issues started on november 12 2019. The insulin pump will not be returned for analysis.